Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 40 mg/dl on mobile meter (system 1) and 140 mg/dl on mobile meter (system 2). Test strips are no longer available. No death or serious injury reported. No product will be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(4) - mobile meter - system 1, serial number - (B)(4) - mobile meter - system 2, serial number - unknown. Device is unavailable for return.